Event description:
It was reported that (1) device was used during a gallbladder. It was reported by the affiliate that the er320 clips would not hold and are malformed. Another device was used to complete the case. There was no consequence to the patient.